Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of an atrial arrhythmia with anti-tachycardia pacing (atp) delivered. Following the delivered atp, the arrhythmia accelerated into ventricular fibrillation (vf). Two shocks were delivered with the second shock successfully converting the arrhythmia. Rhythmcare then provided further programming options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.